Event description:
The account alleged the bed is drifting down slowly.

Manufacturer narrative:
The technician inspected the hi/low drive screw assembly and the motor for damage, but he found none. He did notice excess grease on the drive screw and brake assembly. The technician cleaned off the excess grease from the drive brake and screw and performed a function check to repair the bed.